Manufacturer narrative:
Ge technical support provided phone support to end user and recommended replacement of the base and caster to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a loose caster prior to patient use. The unit did not tip or fall.